Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the adaptor. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. A device history report was conducted for lot number 8107026, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; bd engineers have noted a trend in leakage for this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Investigation conclusion: our investigators noted a small crack was found during leakage testing. It was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. Root cause description: we are currently conducting a long term study to determine the root cause for this event, however preliminary results suggest that a misalignment in the manufacturing machinery may be responsible for this event. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the adaptor. No serious injury or medical intervention was reported.